Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint device was not provided. Based on the information reviewed, a cause for the reported mitral stenosis resulting in dyspnea cannot be determined. However, mitral stenosis and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The UDI number is not known as the part and lot number were not provided. The clip is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature title : complications following percutaneous mitral valve edge-to-edge repair using mitraclip.

Event description:
This is filed to report mitral stenosis, surgical intervention, and prolonged hospitalization. It was reported in a literature review that this was a procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted persistent exertional dyspnea. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed, but the mean pressure gradient was at 8mmhg. One clip was implanted, reducing mr to 1. The patient showed significant improvement in symptoms after the procedure. Then during a follow up, transthoracic echocardiography(tte) showed the mean pressure gradient gradually increasing with a maximum of 18mmhg. Approximately 6 months later, the patient underwent mitral valve replacement with a metallic valve due to symptoms of exertional dyspnea. No other information provided.